Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2025. During the procedure, when they went to deploy the bands, the bands deployed; however, it was noticed that it was almost as if the bands were stuck together. The procedure was completed using the same original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.